Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to obstruction of coronaries. Based on the follow-up with the health-care provider, the patient was taken off bypass prior to device removal. No other details reported. Despite repeated attempts to receive further information regarding the event, no additional information was received.

Manufacturer narrative:
(B)(4) = obstruction of coronaries. Unfortunately, the sample device was discarded, therefore, the valve could not be assessed for any malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: a copy of the patient's operative report was received from the hospital on (B)(6) 2012. Based on the operative report, the patient had a minimally invasive aortic valve replacement performed. Due to her anatomy, which had very flat sinuses of valsalva, she had obstruction of her left main coronary systole. Because of this, the subject edwards bioprosthetic valve was explanted at implant and replaced with a competitor's valve. This led to dramatic improvement in the patient's function. The patient came off bypass without difficulty. Unfortunately, the sample device was discarded, therefore, the valve could not be assessed for any malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.